Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The printer was cleaned and connectors were re-seated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system would not save images and the printed images had poor image quality. No patient injury was reported.